Manufacturer narrative:
Visual examination of the provided pictures identified the post of the tray fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left shoulder demonstrates a reverse total shoulder arthroplasty with no dislocation. Inferiorly directed glenosphere, nonspecific. Question lucency along the proximal humeral component could indicate loosening. Vertically oriented humeral tray could indicate hardware fracture. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 9 years post implantation due to implant fracture. Prior to the revision, it was noted that the patient was experiencing pain and rom issues. Attempts have been made and additional information on the reported event is unavailable at this time.